Event description:
A nurse at the user facility reported a defective intraocular lens (iol) delivery system cartridge. The cartridge was returned with an iol stuck inside. There was no patient impact/injury associated with this event.